Event description:
The reporter indicated that the implant went beautifully until it was time to make the connections. The physician could not get the atrial lead inserted. He was getting aggravated and removed the svc plug so that he could get a better grip on the atrial lead to advance it. Eventually, he advanced the atrial lead entirely and secured it by tightening the cap. When he tried to replaced the svc plug, it would not advance. He continued to wrestle with the lead until it went in.

Manufacturer narrative:
An investigation was performed and it was found that the system is working as designed, however it can be difficult to use.